Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03881. It was reported one of the patient's leads had eroded through the skin. Surgical intervention was undertaken during which the physician closed the wound. No product was explanted. Issue has been resolved. Note: all of the patient's leads are being reported as it is unknown which lead was involved.